Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had pinholes in the bending section. The device was returned to olympus for evaluation. During evaluation, the adhesive around the objective lens showed peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During evaluation, the reported bending section issue was not confirmed. During visual examination, the following additional issues were identified: the light guide connector was cracked and no longer water tight; the lock engagement lever was damaged and would not allow for locking; the label on the light guide connector was peeling; the video connector case was cracked; the video connector was cracked; the adhesive on the bending section cover was chipped; and the insertion tube was loose. Examination of the device showed scratches on the following components: video connector case; light guide cover glass; video connector; switch button 1; up/down plate; right/left lever; angulation lever; hand grip; control unit; adhesive on the bending section cover; and the right/left plate. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Investigation determined that the adhesive peeling may have been caused by stress of repeated use or external factors like handling; however, the cause could not be definitely confirmed. Olympus will continue to monitor field performance for this device.